Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented through merlin.net with 5 episodes of non-sustained rv oversensing. The merlin.net transmission showed myopotential oversensing. The patient was doing fine.